Manufacturer narrative:
Assessment by merz: the events occurred in a compatible temporal relationship. No precise information was given on the injection site so that a local relationship can only be assumed. Fat necrosis (serious) is expected as necrosis based on the currently valid australian instructions for use (IFU) leaflets of radiesse (+) and can occur after treatment with radiesse (+). The reported nodule is considered as a consequence of the event fat necrosis (serious). Fat necrosis refers to localized death of adipose (fat) tissue. It often results in the formation of firm lumps or nodules, which can be mistaken for tumors. The IFU of radiesse (+) warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, the information is very sparse and no further event details or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse (+) cannot be excluded with certainty. In this case, the patient was diagnosed with fat necrosis based on ultrasound with no information on corrective treatment reported. Causality for the event is assessed as possibly related to the treatment with radiesse (+) based on compatible temporal and assumed relationship. This case is serious with the serious event fat necrosis because potential treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from an australian nurse via a business development manager and concerns a female patient. The patient was injected with radiesse (+), on (B)(6) 2025. In (B)(6) 2025, three weeks after the radiesse (+) injection, the patient experienced nodules in her neck. In 2025, she experienced fat necrosis. In 2025, she had an ultrasound which confirmed she had fat necrosis. The outcome of the events was reported as unknown.